Event description:
Approximately one year after the index procedure, this patient returns for the second part of a "staged procedure" to treat a lesion in the left circumflex (lcx). Medications include: clopidogrel, aspirin, statins and beta-blockers. It was during this procedure that the restenosis of the previously cypher stented (x 3 stents) prox left anterior descending artery (prox lad) was noted. Lesion 2-1 is has 90% restenosis. The lesion is concentric, class b2, with little to no calcification and no thrombus present. This is an irregularly contoured, readily accessible 2 x 20mm proximal segment. The restenosis is treated with balloon angioplasty as it is reported that they were unable to delivery a cypher stent (no device info). The balloon was a 2.5 x 15mm inflated at 20 atms effectively reducing the stenosis to 10%. Timi pre- and post-procedure is 3. Lesion 2-2 is an eccentric, class b2, de novo lesion of the distal cx. This is an irregularly contoured, readily accessible 2.25 x 8mm proximal segment with no bifurcations or angulations present. There is moderate calcification but no thrombus noted. The lesion is pre-dilated with a 2.5 x 15mm balloon at 5 atms x 1 inflation. A cypher lot unknown is deployed at 10 atms to effectively reduce the stenosis from 90% to 0%. Timi pre- and post-procedure was 3. Index procedure information is as follows: this patient was admitted to the hospital for further evaluation of stable angina a ccs2. Medications prior to intervention included: clopidogrel, aspirin, statins, and beta-blockers. Coronary angiography revealed 3-vessel disease. Lesion 1-1 is an eccentric, class b2, de novo lesion of the proximal right coronary artery (prox rca). This is an irregularly contoured, readily accessible 3.75 x 12mm proximal lesion with no bifurcations or angulations. There is heavy calcification present but no thrombus was noted. The lesion was not pre-dilated. The lesion was stented with an "other drug eluting stent" 3.5 x 16mm at 19 amts effectively reducing the stenosis from 70% to 0%. Refer to MFR report #9616099-2005-01013, 9616099-2005-01014 & 9616099-2005-01015.